Event description:
It was reported to ge that the operator used auto quantification on the system and chose a catheter that was too large for the procedure. Apparently, while using the catheter, a tear of the inner lining of the renal artery occurred. Evidently, this was repaired with the stent that was to be placed in the artery following the balloon angioplasty.